Manufacturer narrative:
(B)(4). The customer reported that a shock was not delivered. There was no reported patient involvement. The device was evaluated by a philips field service engineer. There was no trouble found with the device and the device passed all testing. The user was new so additional training was provided. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.

Event description:
The customer reported that a shock was not delivered. There was no reported patient involvement.